Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 580mg/dl, with extreme drowsiness, polydipsia, polyuria, nausea, vomiting, and large ketones, associated with an alleged time and date reset issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room with insulin via injection and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the time and date reset to default and had not been changed to the correct time by the patient. The patient was also changing their basal rate on their own. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2019 with the following findings: during investigation, the dates in total daily dose history are in congruent changing from (B)(6) 2018 to (B)(6) 2019. There was no data in black box from this time due to continued use. The daily insulin delivery totals appear inconsistent due to date changes. The pump time and date was set and after exercising the pump, the battery was removed. The pump left without power for 6 hours; when pump powered on, it had returned to default time and date. The battery compartment was found to be cracked. The pump passed delivery accuracy test and found to be delivering within required specifications. All activity performed during testing was accurately recorded in pump history. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 12:05 pm on (B)(6) 2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.